Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding."), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 34-year-old female patient who had essure (ess205) (batch no. 12281414) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included pap smear abnormal, ectopic pregnancy, cystitis interstitial, rectocele, menses irregular and spontaneous abortion. Never smoked cigarettes. Concurrent conditions included nipple discharge, dry skin, pruritus breast, thelorrhagia, uterine fibroids, endometriosis externa and anesthesia. Family history included breast cancer (aunt (mom side)). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), infection ("infection"), weight increased ("weight gain"), migraine ("migraines"), mood swings ("mood swings") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total lap.hysterectomy with bilateral salpingectomy, excision of pelvic endometriosis,cystoscopy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the uterine haemorrhage, infection, weight increased, migraine, mood swings and menstrual disorder outcome was unknown. The reporter considered dysmenorrhoea, infection, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results: on an unspecified dat essure confirmation test was performed. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: uterine haemorrhage". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection nos ("infection"), migraine ("migraines"), mood swings ("mood swings"), menstrual disorder ("menstruation issues") and weight increased ("weight gain"). The patient was treated with surgery (she underwent partial hysterectomy). At the time of the report, the pelvic pain, infection, migraine, mood swings, menstrual disorder and weight increased outcome was unknown. The reporter considered infection, menstrual disorder, migraine, mood swings, pelvic pain and weight increased to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding."), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 34-year-old female patient who had essure (ess205) (batch no. 12281414) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included pap smear abnormal, ectopic pregnancy, cystitis interstitial, rectocele, menses irregular and spontaneous abortion. Never smoked cigarettes. Concurrent conditions included nipple discharge, dry skin, pruritus breast, thelorrhagia, uterine fibroids, endometriosis externa and anesthesia. Family history included breast cancer (aunt (mom side)). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), infection ("infection"), weight increased ("weight gain"), migraine ("migraines"), mood swings ("mood swings") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total lap. Hysterectomy with bilateral salpingectomy, excision of pelvic endometriosis,cystoscopy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the uterine haemorrhage, infection, weight increased, migraine, mood swings and menstrual disorder outcome was unknown. The reporter considered dysmenorrhoea, infection, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results: on an unspecified dat essure confirmation test was performed. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: uterine haemorrhage" most recent follow-up information incorporated above includes: on 17-may-2018: plaintiff fact sheet received: events (dysmenorrhea (cramping) and essure confirmation test not conducted) were added and events outcome updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding."), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 34-year-old female patient who had essure (ess205) (batch no. 12281414) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included pap smear abnormal, ectopic pregnancy, cystitis interstitial, rectocele, menses irregular and spontaneous abortion. Never smoked cigarettes. Concurrent conditions included nipple discharge, dry skin, pruritus breast, thelorrhagia, uterine fibroids, endometriosis externa and anesthesia. Family history included breast cancer (aunt (mom side)). In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), infection ("infection"), weight increased ("weight gain"), migraine ("migraines"), mood swings ("mood swings") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total lap.hysterectomy with bilateral salpingectomy, excision of pelvic endometriosis,cystoscopy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the uterine haemorrhage, infection, weight increased, migraine, mood swings, menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, infection, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results: on an unspecified dat essure confirmation test was performed. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: uterine haemorrhage". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: pfs received-new event depression and mental anguish were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pelvic area pain') and uterine haemorrhage ('abnormal uterine bleeding.') In a 34-year-old female patient who had essure (ess205) (batch no. 12281414) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted/did you undergo an essure confirmation test? No". The patient's medical history included pap smear abnormal, ectopic pregnancy, cystitis interstitial, rectocele, menses irregular and spontaneous abortion. Never smoked cigarettes. On an unspecified date essure confirmation test was performed. Previously administered products included for an unreported indication: nuvaring from 2004 to 2008. Concurrent conditions included nipple discharge, dry skin, pruritus breast, thelorrhagia, uterine fibroids, endometriosis externa and anesthesia. Family history included breast cancer (aunt (mom side)). Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe) from 2014 to 2015, ibuprofen from 2015 to 2016, metronidazole (flagyl) in 2015, paracetamol (acetaminophen) since 2005 and pentosan polysulfate sodium (elmiron) from 2007 to 2008. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), depression ("depression/psychological or psychiatric problems: depression") and anxiety ("mental anguish/psychological or psychiatric problems: mental anguish"), 4 days after insertion of essure (ess205). On (B)(6) 2009, the patient experienced rash ("rashes or skin conditions type: rashes"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), infection ("infection"), migraine ("migraines"), mood swings ("mood swings"), menstrual disorder ("menstruation issues"), headache ("headaches"), back pain ("back pain") and polymenorrhoea ("periods are horrible in every other week") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total lap.hysterectomy with bilateral salpingectomy, excision of pelvic endometriosis,cystoscopy and hysterectomy and bilateral removal of fallopian tubes on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved, the uterine haemorrhage, infection, weight increased, migraine, mood swings, menstrual disorder, depression, anxiety, rash, headache and polymenorrhoea outcome was unknown and the back pain had not resolved. The reporter considered anxiety, back pain, depression, dysmenorrhoea, headache, infection, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, polymenorrhoea, rash, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted regarding essure confirmation test. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: uterine haemorrhage". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events added: periods are horrible in every other week outcome of the previously added event back pain was updated to not recovered/not resolved. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pelvic area pain"), uterine haemorrhage ("abnormal uterine bleeding."), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)") in a 34-year-old female patient who had essure (ess205) (batch no. 12281414) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted/did you undergo an essure confirmation test? No". The patient's medical history included pap smear abnormal, ectopic pregnancy, cystitis interstitial, rectocele, menses irregular and spontaneous abortion. Never smoked cigarettes. * on an unspecified date essure confirmation test was performed. Previously administered products included for an unreported indication: nuvaring from 2004 to 2008. Concurrent conditions included nipple discharge, dry skin, pruritus breast, thelorrhagia, uterine fibroids, endometriosis externa and anesthesia. Family history included breast cancer (aunt (mom side)). Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe) from 2014 to 2015, ibuprofen from 2015 to 2016, metronidazole (flagyl) in 2015, paracetamol (acetaminophen) since 2005 and pentosan polysulfate sodium (elmiron) from 2007 to 2008. On (B)(6)2005, the patient had essure (ess205) inserted. On (B)(6)2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), depression ("depression/psychological or psychiatric problems: depression") and anxiety ("mental anguish/psychological or psychiatric problems: mental anguish"), 4 days after insertion of essure (ess205). On (B)(6)2009, the patient experienced rash ("rashes or skin conditions type: rashes"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), infection ("infection"), migraine ("migraines"), mood swings ("mood swings") and menstrual disorder ("menstruation issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total lap.hysterectomy with bilateral salpingectomy, excision of pelvic endometriosis,cystoscopy and hysterectomy and bilateral removal of fallopian tubes on(B)(6) 2015). Essure (ess205) was removed on (B)(6)2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the uterine haemorrhage, infection, weight increased, migraine, mood swings, menstrual disorder, depression, anxiety and rash outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, infection, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, rash, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted regarding essure confirmation test. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: uterine haemorrhage" quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Event per pfs: rashes or skin conditions type: rashes was added, concomitant medications were added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pelvic area pain') and uterine haemorrhage ('abnormal uterine bleeding.') In a 34-year-old female patient who had essure (ess205) (batch no. 12281414) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted/did you undergo an essure confirmation test? No". The patient's medical history included pap smear abnormal, ectopic pregnancy, cystitis interstitial, rectocele, menses irregular and spontaneous abortion. Never smoked cigarettes. On an unspecified date essure confirmation test was performed. Previously administered products included for an unreported indication: nuvaring from 2004 to 2008. Concurrent conditions included nipple discharge, dry skin, pruritus breast, thelorrhagia, uterine fibroids, endometriosis externa and anesthesia. Family history included breast cancer (aunt (mom side)). Concomitant products included ethinylestradiol; ferrous fumarate; norethisterone acetate (minastrin 24 fe) from 2014 to 2015, ibuprofen from 2015 to 2016, metronidazole (flagyl) in 2015, paracetamol (acetaminophen) since 2005 and pentosan polysulfate sodium (elmiron) from 2007 to 2008. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), depression ("depression/psychological or psychiatric problems: depression") and anxiety ("mental anguish/psychological or psychiatric problems: mental anguish"), 4 days after insertion of essure (ess205). On (B)(6) 2009, the patient experienced rash ("rashes or skin conditions type: rashes"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), infection ("infection"), migraine ("migraines"), mood swings ("mood swings"), menstrual disorder ("menstruation issues"), headache ("headaches") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total lap. Hysterectomy with bilateral salpingectomy, excision of pelvic endometriosis,cystoscopy and hysterectomy and bilateral removal of fallopian tubes on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the uterine haemorrhage, infection, weight increased, migraine, mood swings, menstrual disorder, depression, anxiety, rash, headache and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, headache, infection, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, rash, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted regarding essure confirmation test. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: uterine haemorrhage". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events: back pain, headaches were added. Previously reported abnormal bleeding-menorrhagia and vaginal bleeding updated to non serious from serious. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pelvic area pain') and uterine haemorrhage ('abnormal uterine bleeding.') In a 34-year-old female patient who had essure (ess205) (batch no. 12281414) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted/did you undergo an essure confirmation test? No". The patient's medical history included pap smear abnormal, ectopic pregnancy, cystitis interstitial, rectocele, menses irregular and spontaneous abortion. Never smoked cigarettes. On an unspecified date essure confirmation test was performed. Previously administered products included for an unreported indication: nuvaring from 2004 to 2008. Concurrent conditions included nipple discharge, dry skin, pruritus breast, thelorrhagia, uterine fibroids, endometriosis externa and anesthesia. Family history included breast cancer (aunt (mom side)). Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe) from 2014 to 2015, ibuprofen from 2015 to 2016, metronidazole (flagyl) in 2015, paracetamol (acetaminophen) since 2005 and pentosan polysulfate sodium (elmiron) from 2007 to 2008. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), depression ("depression/psychological or psychiatric problems: depression") and anxiety ("mental anguish/psychological or psychiatric problems: mental anguish"), 4 days after insertion of essure (ess205). On (B)(6) 2009, the patient experienced rash ("rashes or skin conditions type: rashes"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), infection ("infection"), migraine ("migraines"), mood swings ("mood swings"), menstrual disorder ("menstruation issues"), headache ("headaches"), back pain ("back pain") and polymenorrhoea ("periods are horrible in every other week") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total lap. Hysterectomy with bilateral salpingectomy, excision of pelvic endometriosis,cystoscopy and hysterectomy and bilateral removal of fallopian tubes on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved, the uterine haemorrhage, infection, weight increased, migraine, mood swings, menstrual disorder, depression, anxiety, rash, headache and polymenorrhoea outcome was unknown and the back pain had not resolved. The reporter considered anxiety, back pain, depression, dysmenorrhoea, headache, infection, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, polymenorrhoea, rash, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted regarding essure confirmation test. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: uterine haemorrhage" . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New events added: periods are horrible in every other week outcome of the previously added event back pain was updated to not recovered/not resolved. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pelvic area pain') and uterine haemorrhage ('abnormal uterine bleeding.') In a 34-year-old female patient who had essure (ess205) (batch no. 12281414) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted/did you undergo an essure confirmation test? No". The patient's medical history included pap smear abnormal, ectopic pregnancy, cystitis interstitial, rectocele, menses irregular and spontaneous abortion. Never smoked cigarettes. * on an unspecified date essure confirmation test was performed. Previously administered products included for an unreported indication: nuvaring from 2004 to 2008. Concurrent conditions included nipple discharge, dry skin, pruritus breast, thelorrhagia, uterine fibroids, endometriosis externa and anesthesia. Family history included breast cancer (aunt (mom side)). Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe) from 2014 to 2015, ibuprofen from 2015 to 2016, metronidazole (flagyl) in 2015, paracetamol (acetaminophen) since 2005 and pentosan polysulfate sodium (elmiron) from 2007 to 2008. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), depression ("depression/psychological or psychiatric problems: depression") and anxiety ("mental anguish/psychological or psychiatric problems: mental anguish"), 4 days after insertion of essure (ess205). On (B)(6) 2009, the patient experienced rash ("rashes or skin conditions type: rashes"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), infection ("infection"), migraine ("migraines"), mood swings ("mood swings"), menstrual disorder ("menstruation issues"), headache ("headaches"), back pain ("back pain") and polymenorrhoea ("periods are horrible in every other week") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total lap hysterectomy with bilateral salpingectomy, excision of pelvic endometriosis,cystoscopy and hysterectomy and bilateral removal of fallopian tubes on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved, the uterine haemorrhage, infection, weight increased, migraine, mood swings, menstrual disorder, depression, anxiety, rash, headache and polymenorrhoea outcome was unknown and the back pain had not resolved. The reporter considered anxiety, back pain, depression, dysmenorrhoea, headache, infection, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, polymenorrhoea, rash, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted regarding essure confirmation test. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: uterine haemorrhage". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding."), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 34-year-old female patient who had essure (ess205) (batch no. 12281414) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pap smear abnormal, ectopic pregnancy, cystitis interstitial, rectocele, menses irregular and spontaneous abortion. Never smoked cigarettes. Concurrent conditions included nipple discharge, dry skin, pruritus breast, thelorrhagia, uterine fibroids, endometriosis externa and anesthesia. Family history included breast cancer (aunt (mom side)). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), infection ("infection"), weight increased ("weight gain"), migraine ("migraines"), mood swings ("mood swings") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total lap.hysterectomy with bilateral salpingectomy, excision of pelvic endometriosis,cystoscopy on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the uterine haemorrhage, menorrhagia, vaginal haemorrhage, infection, weight increased, migraine, mood swings and menstrual disorder outcome was unknown. The reporter considered infection, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results: on an unspecified dat essure confirmation test was performed. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: uterine haemorrhage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events-"abnormal bleeding (vaginal), abnormal bleeding (menorrhagia)", reporter, lot number, historical condition added from pfs. Event "abnormal uterine bleeding.", historical and concomittant condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.